Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.

Event description:
The user facility patient care technician reported that the venous end of the dialyzer appeared to have a yellowish gel-like substance with a viscosity like blood plasma. According to the charge nurse's perception, there was no apparent gel; the arterial side of the dialyzer was just a dark yellow, goldish color at the end. This end also seemed to be clogged, because when treated was attempted to be initiated, the blood went to the end of the dialyzer but wouldn't' go into the dialyzer, the machine alarmed appropriately about the arterial pressure and stopped the blood pump. The amount of blood loss was less than 100 mls and was clinically insignificant to the patient, who was asymptomatic, did not require medical intervention, and was fine. Another dialyzer was used to successfully complete the treatment. The sample is available.